Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) passed away. The pt was walking up a flight of stairs following an iron infusion when he passed away. The pt's family reported that the device did not deliver therapy. Emergency medical technicians were called but were unable to resuscitated the pt.

Manufacturer narrative:
There were no episodes in latitude that correlate with the pt's death. All lead diagnostics were within range. The device was programmed to monitor plus therapy. A boston scientific rep contacted the clinic in attempt to obtain additional info. The clinic was notified of the pt's death but did not have any further details. The date of death was unk. The device was not interrogated after the pt passed away. As of today the device has not been returned for analysis. It is suspected that the device was buried with the pt. If the device is returned, the event will be updated. No additional info is available at this time. If additional info becomes available, the event will be updated.